Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using lifestent for superficial femoral artery with stenosis via contralateral common femoral artery. It was reported that the stent was positioned at the lesion site, but upon release, it partially opened and had to be removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used condition with partially deployed stent. During evaluation testing a further deployment is not possible because the inner assembly is blocked against the stent sheath. Provided images furtherly confirm partial deployment. A manufacturing related issue could not be found. The vessel was not tortuous/ calcified, the lesion was pre dilated, and system compatible 6fx45cm introducer with 0.035" guidewire were used for access. During deployment, the system was correctly held at the stability sheath, and kept stationary. Based on the investigation of the provided information, the investigation is closed as confirmed for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding accessories the IFU state: 'a) gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire (...).' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' E3, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using lifestent for superficial femoral artery with stenosis via contralateral common femoral artery. It was reported that the stent was positioned at the lesion site, but upon release, it partially opened and had to be removed. The procedure was completed using another device. There was no reported patient injury.